Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received a complaint indicating that the system did not boot up. Quotation has been expired and no work performed by the philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up. No harm was reported to philips. Philips has started an investigation of this complaint.